Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter cap had a small hole in it that allowed blood to leak through during use. The following information was provided by the initial reporter, translated from german ¿when I placed the i.v. Access and unscrewed the white cap, I noticed that it was leaking (small hole in the middle of the cap). The blood was dripping directly through the cap. The cap was tight and screwed on correctly - there was a small hole in the middle of the plug. I opened a second bd venflon also with the same lot and size, where I then also noticed a hole. As a comparison, I opened another bd venflon g18 and found that there was no hole.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022 h6: investigation summary three photos, three used samples, and twenty-five representative samples were received by our quality team for evaluation. The first photo shows a contaminated end cap placed beside a top web of batch 1323888. The second photo shows two end caps. A sink mark is observed on the luer cone tip of the end cap on the right. The third photo shows a contaminated end cap with a sink mark. Of the used samples returned, sample one was returned as only a contaminated end cap, and the second and third sample were retuned as fully assembled unit. Sample one was observed to be molded from cavity 29, sample two was observed to be molded from cavity 39, and sample three was observed to be molded from cavity 29. The used samples were subjected to visual inspection. A sink mark and through hole was observed on the end cap luer cone tip of sample one and three. No defect or abnormalities were observed on the end cap from sample two. Twenty-five representative samples were subjected to visual inspection. Of the returned representative samples, one was molded from cavity 24, ten from cavity 27, ten from cavity 29, two from cavity 32, and two from cavity 34. Ten of the samples failed visual inspection as a sink mark and through hole was observed on the end cap luer cone tip. The ten defective end caps were mold from cavity 29. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter cap had a small hole in it that allowed blood to leak through during use. The following information was provided by the initial reporter, translated from german ¿when I placed the i.v. Access and unscrewed the white cap, I noticed that it was leaking (small hole in the middle of the cap). The blood was dripping directly through the cap. The cap was tight and screwed on correctly - there was a small hole in the middle of the plug. I opened a second bd venflon also with the same lot and size, where I then also noticed a hole. As a comparison, I opened another bd venflon g18 and found that there was no hole.¿